Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search-no similar complaint types reported for units within the same lot. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -8.00 diopter implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The patient is experiencing photophobia and "seeing through a dirty lens." Upon examination, the surgeon notes whitish deposits on the anterior and posterior face of the lens. There is suspected endophtalmitis. Cultures are pending lab analysis results. As of the date of MDR submission, lens remains implanted.

Manufacturer narrative:
Samples were taken from the eye. An antibiotic injection was administered. Cultures and pcr test results were negative. The infiltrates have disappeared, though it is possible that some residual remains, according to claim reporter. The patient is satisfied and the lens remains implanted. (B)(4).